Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the complete lead was returned, but in two segments. Damage approximately 60 cm from the terminal pin was observed and appeared to be from electrocautery. In addition, an x-ray revealed all coils were fractured at approximately 15 cm from the terminal pin. This type of damage is consistent with repeated stress over time. The reported high impedance measurements was confirmed with observation of conductor damage consistent with fatigue fracture. The reported lead damage suspected to be from electrocautery, was also confirmed.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedances of greater than 2000 ohms. The lv lead was explanted and replaced. It was suspected that the lead had been damaged at the time of the patient's previous device change out procedure, which occurred approximately one month prior to the observations. No additional adverse patient events were reported.